Manufacturer narrative:
The device was returned to bd for evaluation. The investigation is identified for material deformation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 port and catheter accessories allegedly experienced a material deformation. This information was received from one source. This malfunction involved patients with no reported injury. The patient age, sex, and weight were not provided.